Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had received a compromised force sensor system. It was reported that the customer had drive support cap flush. The customer was advised that the pump will need to be replaced. The customer was advised to disconnect from the pump. And was also advised to treat as per health care professional instructions. The insulin pump will be returned for analysis.